Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin syringe. The customer stated they had 1 dirty needle stick because the safety shield did not activate. The pt's test came out ok and the nurse who got stuck did not go through testing.

Manufacturer narrative:
Per the customer, a sample will not be returned for eval. An investigation is currently underway; upon completion, the results will be forwarded.